Event description:
Related manufacturer reference number: 2017865-2020-07608. New information received noted that the right ventricular lead was explanted due to over-sensing lead noise. During the explant of the right ventricular lead, the atrial lead was dislodged. The physician decided to explant the atrial lead as well. Both leads were explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for damages consistent with procedural damage.